Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument for a single pt sample. An initial accu tni result was 0.51ng/ml. On the next day, the original sample was re-tested for accu tni on a different instrument in the customer's lab and a result of 0.01ng/ml was obtained. No report of death, serious injury, or change to pt treatment has been received in relation to this event.

Manufacturer narrative:
Qc was within specifications before the event. After the event, qc level 1 was at the high end and failed upon several repeats. System checks were in spec in 2007. No errors were posted to the event log at the time of this event. Customer re-tested other pt samples run at this time and no add'l erroneous results have been found. The specimen was collected in a bd, 13x100, vacutainer gel tube. The sample was plasma type with lithium heparin. The sample was centrifuged at 3,000 rpm for 10 mins. The sample was stored at ambient temperature and testing was done within 1.5 hrs from collection time. The specimen was processed through the closed tube accessing (cta) system. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse verified repair per established procedures and results met published performance specs. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.